Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a trial patient trialing with a wireless neurostimulator for spinal cord stimulation. It was reported that they had done intraop testing which went fine, caller kept her tablet on as patient went to pacu. Caller stated about 10 minutes elapsed and then she continued programming session with the external neurostimulator (ens) by starting a new session with the ens. Rep had already programmed 1 group intraop and then was creating a 2nd group (group b) to get different coverage for patient. Caller was adjusting group b and turned up ma when she received the error message. Caller received communication failure message and then data error that caused her to lose all programming she had done of ens. After error, caller had to reprogram patient and then things were resolved. It was reviewed how to send log files in and caller would attempt to send in log files from the session yesterday to agent. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the cause of the error message and data error causing rep to lose all programming was due to a software issue.